Manufacturer narrative:
Additional suspect medical device components involved: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that a patient underwent a lead revision due to the leads eroding through the skin 1 cm. The leads were revised deeper underneath the patient's skin. The wound has healed and the patient is now reportedly doing well.